Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: (B)(4).

Event description:
It was reported that "pre-cut stoma opening is off-centered". End-user also reports she has been routinely trimming the wafers to fit her stoma. End-user reports the wafers are so off-centered when she trims them, she does not have enough intact mass remaining on one side, so she develops leakage within a few days. There was no harm reported. Photos depicting the reported complaint issue were provided by the complainant.

Manufacturer narrative:
Corrected evaluation result codes changed from 3233 to 3221. Corrected evaluation conclusion codes changed from 11 to 67. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: (B)(4).

Event description:
To date no additional patient or event details has been received.